Event description:
A us distributor contacted zoll to report that a (B)(6) year old male pt passed away (B)(6) 2015 while not wearing the lifevest. The passing was cardiac and stroke related. The pt had not used the lifevest since (B)(6) 2014 due to ores that developed underneath the device. There is no indication that the pt sought medical attention for the sores.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) are complete. As received, the electrode belt and monitor were fully functional and able to detect and treat. Monitor (B)(4) - 06/2011 (reuse), electrode belt (B)(4) - 03/2012 (reuse).